Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgnf104 showed two other similar product complaint(s) from this lot number. The complaints for this lot number: (asgnf104) have been reported from the same facility.

Event description:
It was reported the patients port de-accessed per protocol. Port safety did not completely activate. Needle stick to right finger on way to sharps box. No patient harm reported. No other information was provided.